Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of corrosion in the attachment. The likely cause of failure could not be determined. It was also found that the bearings were misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing the device had corrosion. There is no patient involvement and impact reported.